Manufacturer narrative:
Device evaluated by manufacturer: the promus premier select mr 38 x 3.00 mm stent delivery system (sds) was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found signs of stent damage with stent strut rows from the proximal stent region lifted and pulled distally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was 0.0420 inches, this is within maximum crimped stent profile measurement specifications. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-oct-2021. It was reported that crossing difficulties were encountered. The target lesion was located at the moderately tortuous left circumflex coronary artery. A 38 x 3.00 promus premier select drug eluting stent was advanced for treatment. However, the device failed to cross the lesion. The device was unable to be used and the procedure was completed with a different device used. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.